Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to confirm that the iabp was not charging the batteries. The fse checked 15 vdc output voltage coming out from the iabp cart, and found out that the voltage was not present. The fse also noticed that when being plugged in a burnt smell from the power supply inside the iabp cart. The fse immediately disconnected the iabp from the ac supply. It was confirmed that the iabp's power supply converter was defective and was replaced. The iabp was then tested to factory specifications, and both batteries were confirmed to be charging. The iabp was released to the customer and cleared for clinical service.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) batteries would not charge. There was no patient involvement. Furthermore, no adverse or serious injury was reported.